Event description:
From the time that (B)(6) received his machine it was not reporting to the agency (B)(6). I kept telling them but they wouldn't listen. After usage it dried out his mouth and throat. Then there were incidents that he would blackout. I and my friend thought they were seizures. The emergency room couldn't figure it out so we went to a specialist who couldn't tell us what was going on except that it wasn't seizures. Then he seemed to be tired all the time, his kidneys shut down three different times and his cough became more persistent with no results telling us why. Two months ago his cough became more persistent and he was losing weight a x-ray blood test a sonogram and CT scan which didn't have any answers. On thursday the (B)(6) he was to have a scope test down his throat but on the (B)(6) his cough was still there and not getting any better with the inhalers prescribed to him. He had been coughing up flem but it was clear to light green. Then he called me to the bedroom because he started coughing up blood, then he told to call 911 and then he told me he couldn't breathe and then a flood of blood and the he lost consciousness and I did CPR until the medics arrived. It all happened in about 7 to 8 minutes. After they got him to the hospital he passed on. He had been talking to several different attorneys. Because he found out his machine had a recall. No one notified us at the time the recall happened. We found out after the fact. I think you should make sure that everyone who has these machines are notified. Coughing, shortness of breath, weight loss, sour stomach after eating. FDA safety report ID# (B)(4).